Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when applied on the lung tissue during a laparoscopic lung resection, a black and purple reload was used to staple the lung tissue to the left of the staple line, it appeared to be torn and bleeding, but the staple line was in tacked and complete. They over sewed resolved the issue and completed the case. There was tissue damage due to the event. The current patient status is alive with no injury.